Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a skin irritation with some indentations. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient¿s physician nurse placed gauze on the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.